Event description:
Description of event user detected the needle broken, then retracted the needle from endoscope and changed to another new needle to continue the procedure. Patient outcome a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Nno 5. If the device is a procore needle, is the device damage located at the notch / core trap? Not answered if no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. 1.5x2cm. 8. If not with the device in question, how was the procedure performed and/or finished? With a new needle. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus ultrasound gastroscopy. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement. 17. Was difficulty experienced while retracting the needle? Yes 18. Was the syringe used during the procedure, after the stylet was removed? Not answered. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 1 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Not answered. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Not answered. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Not answered. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not answered.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of lot c2236896 of echo-19 was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 28 july 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos on evaluation of the devices the following observations were made: visual inspection: device returned with distal end of the needle advanced out of sheath and stylet returned advanced out of needle hub. Functional inspection: sheath extender able to advance and retract without issue. Attempted to insert and retract the stylet from device but unable to. Needle handle advanced but needle did not advance any further than what it has already been advanced out of the sheath. Needle handle retracted to position 0 and distal end of needle did not retract into the sheath. Needle removed from device and needle break observed below sheath extender. Reported failure was observed. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2236896 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be identified. However, a potential contributing factor may be related to user technique or device handling, wherein excessive angulation or bending of the needle during advancement may have occurred. This may have caused the proximal needle break below the sheath extender, as observed during the lab evaluation. The break likely led to the needle advancement and retraction difficulties reported by the customer (as noted in additional questions 16 and 17 and the event description), which were also confirmed during lab evaluation. Additionally, the distal end of the stylet was observed protruding from the needle hub upon return, which suggests that the break in the needle may have caused the stylet to shift out of place which was interpreted by the customer as a distal break. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA). Confirmation of complaint: complaint is confirmed based on functional and visual inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary according to the customer, the needle was broken. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be identified. However, a potential contributing factor may be related to user technique or device handling, wherein excessive angulation or bending of the needle during advancement may have occurred. This may have caused the proximal needle break below the sheath extender, as observed during the lab evaluation. The break likely led to the needle advancement and retraction difficulties reported by the customer (as noted in additional questions 16 and 17 and the event description), which were also confirmed during lab evaluation. Additionally, the distal end of the stylet was observed protruding from the needle hub upon return, which suggests that the break in the needle may have caused the stylet to shift out of place which was interpreted by the customer as a distal break.

Event description:
Supplemental report is being submitted due to the completion of the laboratory evaluation on the 28 july 2025.